Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system multiple patients and orders were not crossing over. A technical support specialist (tss) was informed by the customer that the nurses needed to manually use the global find search to locate the patient. The tss dialed into the server, ran a query in sql server management studio (ssms), and found that there were currently 320 patients assigned to the device. The tss informed the customer that this was working as designed. When the number of admitted patients exceeded 300, the patient list did not display all patients, and nurses had to manually search for the patient at the station. The tss found that there were 169 temporary patients still showing as admitted from around 2023¿2024 and informed this information to the customer. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple patients and orders was not crossing over ICU. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.